Event description:
It was reported to medtronic minimed that the customer got an alert of battery failed and a crack at the back of the battery housing. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the battery failed alarm and the customer reported that battery cap contacts and battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed for the auto mode/smartguard - unable to enter auto basal and the customer is requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained to the customer what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was performed for the cosmetic damage and the customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1780kpk was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. Battery cycle 7.0 received the lowbatteryalert (104) on 03/22/2025 10:25:00 faster than expected at 3.86 days. Battery cycle 6.0 received the lowbatteryalert (104) on 03/18/2025 04:10:01 faster than expected at 3.61 days. Battery cycle 5.0 received the lowbatteryalert (104) on 03/14/2025 11:00:00 after more than 7 days at 19.83 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Isolate to the electronic stack. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. Unit is functioning properly. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within the spec range. Pump received with normal operating currents. The unit was cut open, and a visual inspection of the connectors and electronic assemblies was performed. Per visual inspection, all connectors, including the battery flex connector, were plugged in properly. No moisture damage noted during visual inspection. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked battery threads, cracked case, serial label missing, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer concern was confirmed about the failed batt test, confirmed via batt tool, unit was isolated to the electronic stack. Customer concerns of retainer ring damage was not confirmed. Customer concerns of damage to the battery compartment was confirmed when a cracked battery tube, cracked battery threads, cracked corner of belt clip rails, and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer got an alert of battery failure and a crack at the back of the battery housing. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for the battery failed alarm and the customer reported that the battery cap contacts and battery compartment were damaged. The customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed for the auto mode/smartguard - unable to enter auto basal and the customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained to the customer what was missing to enter into auto mode/smartguard and how to resolve it. Troubleshooting was performed for the cosmetic damage and the customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1780kpk was requested and the customer response was that the device will be returned.